Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.

Event description:
It was reported that during surgery, the unit skipped when it came into contact with the skin, causing a small superficial gouge on the patient. The harvested graft was damaged, and an additional unplanned graft was taken. There was patient impact, and a small delay occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.